Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study: it was reported that complete heart block and left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was given. A lotus introducer was placed, and subsequent deployment of a 27mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. On the same day post index procedure, electrocardiogram revealed atrial fibrillation with occasional ventricular escape complexes and left bundle branch block. The same day a new non-bsc permanent pacemaker was implanted successfully. The next day, the event was considered recovered/resolved and the subject was discharged on apixaban, atorvastatin, furosemide and clopidogrel.